Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.5x28mm xience v referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous de novo right coronary (rca) artery. The 3.5x28mm xience v stent delivery system (sds) was deployed, however; a distal edge dissection occurred. A 3.5x18mm xience v sds was used to cover the dissection, but during implantation another dissection occurred. Therefore, a 3.5x12mm xience v sds was used to treat the second dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.5x28mm xience v referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous de novo right coronary (rca) artery. The 3.5x28mm xience v stent delivery system (sds) was deployed, however; a distal edge dissection occurred. A 3.5x18mm xience v sds was used to cover the dissection, but during implantation another dissection occurred. Therefore, a 3.5x12mm xience v sds was used to treat the second dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.